Manufacturer narrative:
Based on the information provided, intuitive surgical, inc. (Isi) has not determined the root cause of the injury sustained by the patient. The operative reports do not contain any allegation of a malfunction of a da vinci system, instrument, or accessory. In addition, no previous complaint was reported related to this event. If additional information is received a follow up medwatch report will be submitted to the FDA. This complaint is being reported due to the following conclusion: the patient sustained a bowel injury during a da vinci surgical procedure.

Event description:
As part of a legal dispute intuitive surgical, inc. (Isi) received information regarding a patient that underwent a da vinci s total hysterectomy with bilateral salpingo-oophorectomy and cystoscopy for menometrorrhagia and anemia on (B)(6) 2012. Intuitive surgical was provided with the operative report. There was no indication of a malfunction of the da vinci surgical system, instrument or accessory during surgery. The patient had a remarkably large uterus, 18-20 in size. There were numerous dense adhesions in the pelvis, including adhesions to bladder, uterus and omentum. Sharp and blunt dissection was used to take down the adhesions. Because of the large size of the uterus, it could not be removed initially, so the surgeon attempted to morcellate it vaginally. This was unsuccessful after trying for 1.5 hours. This was not done robotically. At this point, the robot was re-docked and the fundal portion of the uterus was bivalved. It was still difficult to remove the uterus vaginally but eventually the surgeon was successful. A cystoscopy was performed which showed good bladder integrity and good efflux of dye bilaterally. Postoperatively she developed increasing abdominal pain, nausea and vomiting. CT scan demonstrated an abscess. She was taken back to the o.r. On (B)(6) 2012 where she was found to have diffuse peritonitis and a small bowel defect (after running the bowel 4 times). She underwent a small bowel resection and abdominal washout. She recovered well and was discharged back to prison on (B)(6) 2012. The patient presented on (B)(6) 2012 with an enterocutaneous fistula which healed with npo status.